Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the rinse block was misaligned. The fse aligned the rinse block and resolved the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the rinse block inside the lh500 instrument. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.